Event description:
Related manufacturing reference number: (B)(4). Related manufacturing reference number: (B)(4). It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp released prematurely from the delivery catheter. A new catheter was used and the same behavior was noted. The lp was eventually implanted successfully. The patient was discharged post procedure.